Event description:
It was reported that this patient presented for a six-week follow-up appointment post-implantation, and the physician observed that this pacemaker's remaining longevity had decreased to 2.5 years. Additionally, the newly implanted right atrial (ra) lead had also dislodged from the implant location. The physician suspected premature battery depletion, and an emergent replacement procedure was performed. This pacemaker was subsequently explanted and replaced. During the procedure, the ra lead was also surgically repositioned to resolve the event. No additional adverse patient effects were reported. The pacemaker has been received for analysis and the ra lead remains implanted.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that this patient presented for a six-week follow-up appointment post-implantation, and the physician observed that this pacemaker's remaining longevity had decreased to 2.5 years. Additionally, the newly implanted right atrial (ra) lead had also dislodged from the implant location. The physician suspected premature battery depletion, and an emergent replacement procedure was performed. This pacemaker was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.